Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized with diabetic ketoacidosis on (B)(6) about 6:30 am or 7am - admitted before 10am and high blood glucose readings of 479 mg/dl at the time of the hospitalization. Patient's current bg: 270 mg/dl (not currently on pump). Customer reports they have contacted their healthcare provider regarding the high bgs. Customer was admitted into hospital as a result of high blood glucose. Customer was wearing the pump at time of hospitalization. Customer is not calling back to perform an high pressure test. Insulin pump is not expected to return for analysis.